Event description:
Customer reports to have expired motor error alarm during priming and no delivery alarm. Customer's blood glucose was unk. After troubleshooting, customer declined to replace insulin pump and states he will continue to monitor the issue.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).